Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the universal cord, control unit, bending section cover, and grip was scratched, the adhesive on the bending section cover was cracked, the bending angle in the ¿up¿ and ¿down¿ directions did not meet standard value due to wear of the angle wire, the water tightness was lost due to a cut on the bending section cover, air/water leakage from the insertion tube/ bending section, the image had black dots due to damage to the charged coupled device unit, and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bending section cover of the bronchovideoscope had leakage. The issue was found during reprocessing. The device was returned for evaluation and during the device evaluation, the coating on the connecting tube was found to be peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following stress applied to the insertion section: ·physical stress such as scratching, hitting the insertion section ·chemical stress by conducting reprocessing which is not recommended by instructions for use (reprocessing manual) ·stress by poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: "3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities" olympus will continue to monitor field performance for this device.